Manufacturer narrative:
The customer¿s complaint that the tubing cracked and leaked could not be confirmed because the product was not returned for failure investigation. Photo(s) provided by the customer shows the suspect extension set inside a biohazard bag connected to an unknown syringe. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing cracked and caused significant blood loss when connected to the arterial line of a neo-natal patient. The infant lost approximately 40ml of blood and required a blood transfusion. There was no lasting harm.

Manufacturer narrative:
Patient was an infant. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing cracked and caused significant blood loss when connected to the arterial line of a neo-natal patient. The infant lost approximately 40ml of blood and required a blood transfusion. There was no lasting harm.